Manufacturer narrative:
The ventilator was investigated on site and the nozzle units were replaced and returned for investigation. Robustness testing of the received nozzles has reproduced the described customer issue. Evaluation of the received device logs shows a matching event on the reported event day. Between april 19, at 09:03 and april 19, at 09:04, alarms for low o2 concentration were generated. A pre-use check was confirmed to be successful prior to this ventilation period. If this condition occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The root cause has not been fully established, but our conclusion is that it was likely due to the nozzle unit inside the air gas module.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). H3 other text: device not returned.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. (B)(4).